Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.